Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they did "not remember this problem" and that it was "no longer present." No steps were taken to resolve the issue and the patient stated it was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating they do not recall the event and would usually call for advice. They stated the issue was resolved and they have not notified their physician as it was not a serious problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday when checking their implantable neurostimulator (ins) the patient noticed the right side stimulation "seems to go up and down on its own," and "sometime it would be 3.30 and sometime it is 3.40." The patient stated they did not adjust it on their own or have the healthcare provider (hcp) do any recent reprogramming. The patient was wondering how this happened and stated the other side stays at 2.60. The patient was recommended to speak with their hcp to check the device if they have concerns.